Event description:
I started using invisialign braces in (B)(6) 2012. I noticed a loss of hair, eye lashes, and eye brows. I noticed tiredness. It continued until I witnessed an alarming amount of hair loss - I could see my scalp clearly through the minimal amount of hair remaining. I was very tired all the time and my eyesight was not clear. I could not think of anything different except for invisalign. I consulted with my dentist and he agreed that I should stop the invisalign treatment and see if things improve. I have only stopped using invisaligns for about 2 weeks. I do not feel tired and my eyesight has improved. I do not see a change in my hair/eyebrow/eyelash loss yet, of course.